Event description:
The customer reported via phone call that they had a failed battery test alarm on their insulin pump. It was also found the insulin pump had a blank display. Customer's blood glucose was 200 mg/dl at the time of the call. Troubleshooting did not find any damage or corrosion to the customer's battery compartment. It was found the customer did not receive a failed battery test alarm at the end of troubleshooting. Troubleshooting for the blank display found possible damge to the contacts on the battery cap. The customer was advised they would be sent a replacement battery cap. Customer declined to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.